Manufacturer narrative:
Per the clinic, the patient also experienced skin breakdown at the implant site and was treated with oral antibiotics (specific date and duration not reported). This report is submitted on (B)(6), 2023.

Manufacturer narrative:
This report is submitted on september 05, 2023.

Event description:
Per the clinic, the device was explanted due to an infection and extrusion of the receiver/stimulator (specific date not reported). It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.